Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. Vascular access was obtained through the radial artery. The location of the de novo lesion is unknown. Slight resistance was encountered upon advancing the 20mm x 2.0mm maverick over the wire balloon catheter. The balloon was inflated twice and ruptured at 10atms. The balloon catheter was removed intact without incident. The procedure was completed with a different device. No patient injuries or complications were reported. The patient's status was reported as 'good.'

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).